Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation of the device, variable capture threshold was noted on the right ventricular lead. The lead was explanted and replaced. The patient was stable.

Event description:
New information noted that the lead was dislodged.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.6cm. Analysis was normal. No anomalies were found.